Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure thrombosis was present on the tip of the was sheath during exchange of watchman device being inserted. The physician aspirated and removed the clot successfully. The closure device was inserted with one (1) deployment, meeting position, anchor, size and seal (pass) criteria. The activated cloting time (act) was greater than 200. The patient is expected to fully recover.